Event description:
It was reported that the customer received a no delivery alarm during priming. The customer's blood glucose was 180 mg/dl. The customer used five different infusion sets and five different reservoirs. However, the insulin still did not exit with the plunger push. Advised that the reservoirs would be replaced. The customer stated that insulin was able to exit with a new infusion set and reservoir during the push with the plunger without any problems. However, the insulin pump again alarmed no delivery. Advised that the insulin pump needed to be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.